Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. Customer mentioned that the alarm was recurring during normal insulin pump use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, unexpected battery out limit alarm, unexpected restart error test and external ram crc error alarm noted.